Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A visual of examination of the returned product was performed and no breaks were detected in the sensor¿s optical fiber and no kinks were detected on the iab catheter. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the arterial pressure waveform was hard to read. The medical staff disconnected the intra-aortic balloon pump (iabp) and used another one of the same type, but still encountered the same erratic readings. They switched to an alternate arterial monitor and continued therapy without any further issue. There was no reported patient injury.

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the arterial pressure waveform was hard to read. The medical staff disconnected the intra-aortic balloon pump (iabp) and used another one of the same type, but still encountered the same erratic readings. They switched to an alternate arterial monitor and continued therapy without any further issue. There was no reported patient injury.